Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A med watch (B)(4) was received. The description of the event was as follows; this event occurred during a lumbar spinal drain placement. The 14 gauge needle was introduced into the spinal canal. The needle had been advanced as far as it could go. Cerebrospinal fluid (csf) was coming out of the needle after the stylet was removed. Injection of contrast showed contrast in the thecal sac and epidural space. The catheter and microwire were advanced into the needle under constant fluoroscopy. There was resistance to advancing the catheter and wire. The catheter was not seen on fluoroscopy. The catheter and wire were then removed. When the catheter and wire was removed and it appeared that the wire had gone through the tip of the catheter or perhaps the catheter had sheared off from the needle and that there was retained catheter fragment in the patient's epidural space. Additional information received (B)(6) 2015 provided patient age, gender, underlying medical condition and procedure. The product was used in relation to preparation of transphenoidal / transnasal hypophysectomy / resection pituitary. The physician was unable to retrieve any of the fragments that fell into the patient. The customer was asked this question; did the patient incur an injury related to this issue? Answer "unsure as yet."